Event description:
It was reported that a remote alert was received for high, out of range (>125 ohms) shock impedance from this right ventricular (rv) lead. Boston scientific technical services were contacted and recommended in-clinic isometrics and maneuvers to exclude lead impairment. Additional information has been requested regarding the event resolution, but no further information was available from the field representative. At this time, the rv lead remains implanted and in service. The patient was stable with no adverse consequences.